Manufacturer narrative:
Exact date unknown, event occurred 1 week before revision. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch:7074516/7074520.

Event description:
It was reported that the patient developed infection at the ipg site due to patient not taking antibiotics. Symptom of redness at the battery site was noted. Infection was not device or procedure related. Antibiotics were prescribed. The patient underwent a procedure wherein pocket site was washed out and placed the ipg in a tyrx pouch. It was also noted that the midline incision was revised. The patient was doing well postoperatively.